Event description:
Customer received the following aviva nano system/mobile system results within 10 minutes: 1) 4.8 mmol/l and 12.8 mmol/l 2) 3.3 mmol/l and 6.5 mmol/l the comparisons were performed on different dates. The customer reported low blood glucose symptoms with the result of 3.3 mmol/l. He was able to self-treat. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however, the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.